Event description:
Surgeon implanted zero p on (B)(6) 2012 on c3-c4 due to degenerative disc disease. Upon post operative assesment, the surgeon was not satisfied with the implant position. Surgeon removed the construct (zero-p and 4 screws) the following day (B)(6) 2012. The implants were not replaced and patient was not revised to any additional hardware. This is the 2nd of 5 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.